Manufacturer narrative:
Report of infection was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material.

Event description:
On (B) (6) 2010, the pt's mother called the clinic office to report that the pt was experiencing extreme swelling of tissues after a bone grafting (dental) procedure on (B) (6) 2010. On (B) (6) 2010, the pt was seen by dr (B) (6), and the dentist noted extreme swelling of gum tissue and lip in location of the graft. Pain was also reported by the pt. Dr (B) (6) noted drainage of site associated with infection and prescribed amoxicillin 500 mg/ 4 x per day. On (B) (6) 2010, the pt's infection was not progressing and another antibiotic was chosen clindamycin 150 mg/4 x per day. On (B) (6) 2010, the clinician reported that the pt's infection had resolved.